Event description:
The customer reported that her blood glucose reached 25 mmol/l ten hours after the pod was activated.

Manufacturer narrative:
The returned device was evaluated and evidence of an internal leak was found. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.